Event description:
It was reported that the graft rope failed post-operatively; the graft rope pulled through the coracoid due to the implant having not been centered on the coracoid. The initial surgery was performed in 2008. Revision surgery was performed the following month. The revision case was completed successfully. Pt bone quality was reported as average. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval, but was not returned because it had been discarded by the facility, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. The lot number was requested, but not provided, therefore, device history record could not be reviewed. Based on the info provided, the most likely cause of this type of event is poor implant placement in the coracoid bone. The potential causes of this event are being communicated to the event reporter.